Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. Results of functional testing indicate that the leads connection was verified, and the unit was verified to be out of current revision. The alleged problem was not confirmed upon evaluation. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was repaired by replacing the parts that were outdated to bring it back up to standards. The device was returned to the customer site. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping indicating that the device is not providing correct ECG data. The device was not in use on patient at time of event, there was no adverse event reported.